Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 15 minutes: 112 mg/dl (system 1), 222 mg/dl (system 2), and 115 mg/dl (system 2).